Event description:
Patient reported, "felt one side different to other. And gp confirmed, that there is significant change in breast after transplantation. Patient stated, that MRI scan confirmed, that there is large amount of fluid surrounding the implant. Patient also stated, that is having pain, chest pain and shortness of breath. Patient is having fatigue significantly". Patient later reported, capsular contracture, baker grade IV. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photograph(s) was unable to identify, any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Manufacturer narrative:
Additional/changed and/or corrected data : a.2., d.6a.

Event description:
Patient reported "felt one side different to other," "significant change in breast after transplantation" and chest pain, and "large amount of fluid surrounding the implant" on an unspecified side. Patient additionally reported "shortness of breath," and "fatigue significantly"; these events are not device related. The device remains implanted. This record relates to the right side.

Event description:
Patient reported "felt one side different to other and gp confirmed that there is significant change in breast after transplantation. Patient stated that MRI scan confirmed that there is large amount of fluid surrounding the implant. Patient also stated that is having pain, chest pain and shortness of breath. Patient is having fatigue significantly". Patient later reported capsular contracture baker grade IV. The device remains implanted this record relates to the right side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "felt one side different to the other", "significant change in breast after transplantation," and "large amount of fluid surrounding the implant."

Event description:
Patient reported "felt one side different to other," "significant change in breast after transplantation" and chest pain, and "large amount of fluid surrounding the implant" on an unspecified side. Patient additionally reported "shortness of breath," and "fatigue significantly"; these events are not device related. The device remains implanted. This record relates to the right side.